Event description:
It was reported that the pt experienced withdrawal symptoms. The health care professional believed there was intermittent catheter occlusion and that was "why catheter studies were always normal." An iodine study showed that the contrast stopped in the catheter. A rotor study was performed with normal results. The pump and catheters were replaced adn the pt recovered without sequela. The medication being delivered via the device systems was compounded baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.